Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unspecified elevated blood glucose (bg) level. The customer is reportedly working with the endocrinologist to adjust the settings. Customer declined to provide any further information or perform troubleshooting.